Event description:
Medical staff reported a left side rupture, device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, opening, crease fold, wear abrasion, white calcification on the surface of the shell. A microscopic analysis was performed which identified, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Event description:
Medical staff reported, a left side rupture. Device has been explanted.